Event description:
The hydroflex device was implanted sometime in 1987. In 1999, hydroflex device was removed from the pt and another device was implanted. Reason was not indicated. MFR has requested add'l info.